Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4)/3009963, description: linear st lead, 50cm. Model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had developed a staphylococcal infection at the pocket site. Symptoms were redness and soreness. The physician believed that infection was not device related, but procedure related. The patient was prescribed antibiotics and underwent an explant procedure.